Event description:
It was reported that this right ventricular (rv) lead was dislodged while implanting the right atrial (ra) lead. The right ventricular (rv) lead was stuck with the slack of the right atrial (ra) lead, then the stuck part was released without stepping on the fluoroscopy. The lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated tab "a. Patient information", specifically tab a1 and a2 since patient information was not available previously and tab "b. Adverse event/product problem" with "hospitalization" added as adverse event.

Event description:
It was reported that this right ventricular (rv) lead was dislodged while implanting the right atrial (ra) lead. The right ventricular (rv) lead was stuck with the slack of the right atrial (ra) lead, then the stuck part was released without stepping on the fluoroscopy. The lead was successfully repositioned. No additional adverse patient effects were reported.